Event description:
Revision surgery due to infection at about 3 months from surgery, part of clinal study. Surgeon revised all components.

Manufacturer narrative:
Batch review performed on 07-02-2025. Lot 2215691: (B)(4) items manufactured and released on 13-09-2022. Expiration date: 2027-08-29. No anomalies found related to the problem. To date, all of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 07-02-2025 on reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452 ) lot. 2314740a. Lot 2314740a: (B)(4) items manufactured and released on 29-11-2023. Expiration date: 2028-11-15. No anomalies found related to the problem. To date, all of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 07-02-2025 on reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452 ) lot. 2315001. Lot 2315001: (B)(4) items manufactured and released on 11-09-2023. Expiration date: 2028-08-26. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 07-02-2025 on reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452 ) lot. 2315778. Lot 2315778: (B)(4) items manufactured and released on 16-11-2023. Expiration date: 2028-10-29. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 07-02-2025 on reverse shoulder system 04.01.0173. Glenosphere - ø39x27 (k170452 ) lot. 2314177. Lot 2314177: (B)(4) items manufactured and released on 19-10-2023. Expiration date: 2028-09-30. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 07-02-2025 on reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452 ) lot. 2247096. Lot 2247096: (B)(4) items manufactured and released on 15-02-2023. Expiration date: 2028-01-27. No anomalies found related to the problem. To date, all of the same lot have been sold with one similar reported event during the period of review. Batch review performed on 07-02-2025 on reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452 ) lot. 2315017. Lot 2315017: (B)(4) items manufactured and released on 06-09-2023. Expiration date: 2028-08-15. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.